Event description:
Less than two months later the patient reported that the implantable neurostimulator (ins) should be off but she was feeling stimulation and shocking. The patient does not know why she would be feeling anything. For a couple weeks the patient felt an electric charge on her foot. It felt like the ins was turning on in july-august. Then a couple months went by and it felt like the ins had opened up; felt like it was pulling the patient¿s skin apart. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that in (B)(6) 2014, the patent started experiencing strange problems. This included difficulty breathing, eye irritation, ringing in the ears, and headaches. This was alone with problems with shocking and pain in the lower back, middle back, upper back, and neck. This pain was why the patient had the device implanted. They went to the hospital for the ringing in their ears and they did a cat scan but found nothing. The patient never had those strange medical issues before. Troubleshooting that was done to provide insight to the issue was reprogramming. The patient wanted the ins explanted. When the battery was removed, the symptoms got a little better but not completely. It was asked if they ruled out allergic reactions, and the caller noted they hadn¿t found anything, only that their ears were in a strange state. The hcp asked if the patient had been under water or in a plane. They had looked at all angles to try to determine what was causing that. The patient thought it was due to an electromagnetic interference/field (emi/emf). The patient had been in contact with the FDA and there were studies proving that emi could cause that. The patient noted they recommended that they contact the manufacturer to get documents and data around studies they have with regards to emi and stimulators. It was recommended the patient discuss their concerns with their hcp. The event cause was not determined and unknown if it was related. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient had the implantable neurostimulator (ins) removed in (B)(6) 2015 because it was not working properly and was shocking her. It was not working for the patient.

Event description:
It was reported that for the past few months leading up to the call the patient¿s stimulation was turning on and off by itself so the patient wanted to have their device checked. They noted they ¿feel magnetic forces¿ are pulling at things and thought these outside forces were turning their device on and off. They knew their stimulation was turning on and off because they were feeling stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reviewed that patient had received shocks, pain in the back, and a feeling of tugging at the unit and the wires. It was also noted that they had a problem using all types of electronic devices. The battery removal was mentioned and the patient had been concerned about the possibility of the issues continuing after the removal. All other information as well as the results of the explant had already been previously reported. This event will be updated if additional information is received.